Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Trident reamer handle broke at the connection of the reamer to the attachment on the drill. No metal fell into the patient. The case was completed using an alternative handle

Manufacturer narrative:
Type of reportable event entered as serious injury in error, corrected to malfunction.

Event description:
Trident reamer handle broke at the connection of the reamer to the attachment on the drill. No metal fell into the patient. The case was completed using an alternative handle.

Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge handle was reported. The event was confirmed by the supplier. Device evaluation and results: the supplier indicated, "the power adaptor was fractured and the piece that broke off was not received with the complaint sample. There was severe material deformation on what observed of the power adaptor. This may have been caused by an overload of force, however, without the broken off piece(s), it is unknown what caused the fracture. Other observations: there were signs of wear in the form of scratches, nicks and gouges throughout the complaint sample; the returned complaint sample was etched per applicable drawings." Medical records received and evaluation: not performed since no medical records were provided. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation confirmed the reported event based on the supplier's analysis which indicated the reported event is confirmed however, the root cause is unknown.

Event description:
Trident reamer handle broke at the connection of the reamer to the attachment on the drill. No metal fell into the patient. The case was completed using an alternative handle